Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not articulating smoothly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the failure was related to an inability to move the instrument (e.g., static instrument). The instrument was not articulating properly. There was no harm or injury to the patient as a result of the event.